Event description:
The device was returned to the service center for an unspecified repair. However, during verification testing at the service ctr, it was noted that the device door roller was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.